Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that an unspecified alarm was emitted by the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 02-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2018 with the following findings: a review of the black box and alarm history showed a cs 060 communication alarm. The returned battery cap was undamaged and able to fit securely to the pump. The pump powered on with a blank screen and further testing was not able to be performed. The complaint of a call service alarm issue was not able to be adequately investigated due to the unrelated blank display issue.